Manufacturer narrative:
Concomitant products: carto 3 system; model #: m-4800-01;serial #: (B)(4);stockert 70 system; model #: m-5463-01; serial #: (B)(4).(B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during an supraventricular tachycardia procedure, the patient had trouble breathing and an echo confirmed a perforation on the right ventricle. A pericardiocentesis was performed. The patient was stabilized and under observation. Three webster 4 pole catheters were involved and have been analyzed. Catheter 1: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Furthermore, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the perforation remains unknown. Catheter #2: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Furthermore, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the perforation remains unknown. Catheter #3: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Furthermore, a deflection test was performed and the catheter failed. Afterwards, the catheter was dissected and it was noticed that the anchor pin was loose. It was then tightened, a second deflection test was performed and the catheter passed. The catheter did not get stuck during the analysis. The catheter failed the deflection test. However, the root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an supraventricular tachycardia procedure, the patient had trouble breathing and an echo confirmed a perforation on the right ventricle. A pericardiocentesis was performed. The patient was stabilized and under observation. Additional clarification was requested on the event, but no additional information has been received.